Event description:
It was reported from an abstract of the 15th winter conference on implantable devices in japan that some patients with the subcutaneous implantable cardioverter defibrillator (s-ICD), exhibited an increase in the body mass index and shock impedance measurements. Additionally, defibrillation threshold (dft) testing was performed and it was noted that the dft failed. The device remains in service and no adverse patient effects were reported.